Manufacturer narrative:
H3, h6: the device intended for use in treatment was returned for evaluation. A relationship between the reported event and device could be established. A visual inspection was performed and showed no damage. Functional inspection was performed and showed the error led was activated due to a cable to the interface pcb not fully seated. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. A complaint review indicated other failures reported. Root cause is determined to be a loose component. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for adverse trends related to this product.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, a brand new console started up but the system fault indicator light would not turn off. No case reported; therefore, there was no patient involvement. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.